Event description:
It was reported that prior to using bd vacutainer® k3e 5.4mg plus blood collection tubes, 120 vials arrived with molding defects. No patient impact reported. The following information was provided by the initial reporter: "the account have received the squished /damaged edta vails."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples but 1 photograph showing collapsed samples in support of this complaint. Additionally, 100 retained samples were visually inspected, and no collapsed tubes were found. Bd was able to confirm the customer-indicated failure mode with the photograph provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements.

Event description:
It was reported that prior to using bd vacutainer® k3e 5.4mg plus blood collection tubes, 120 vials arrived with molding defects. No patient impact reported. The following information was provided by the initial reporter: "the account have received the squished /damaged edta vails."